Manufacturer narrative:
A complaint was received involving a c2000 that leaked water. The user did not perform the operational checkout or prewarm the incubator prior to use. When the temperature did not rise as intended, water leakage was observed. It was verified that the patient did not require any medical intervention as she was placed in a different incubator. The complainant was provided the operation checkout and infant placement instructions from the instructions for use (IFU). It was confirmed that the customer was using sterile water with the device, rather than distilled water as recommended by the IFU. Sterile water contains impurities (minerals, salts, chemicals, etc.) That are known to cause water staining/scaling with use over time, impacting the function of the humidifier module. Therefore, root cause was identified as user error for not following the IFU. Per the IFU, 'caution risk of injury or equipment damage. Use distilled water only (<10 ppm total dissolved solids). Sterile water is not an acceptable substitute for distilled water.' The complainant was provided this information. Based on the delivery date of the device (13may2013), the c2000 was 10 years old at the time of the event (07jun2023). Per the IFU, the expected service life for the c2000 is 7 years. As unclear if hypothermia resulted from the event or if there was a potential delay in treatment.

Event description:
It was report that "due to premature birth, the body temperature is not constant, so the incubator is used to ensure the temperature of the child. Constant, when the incubator is used, the water tank leaks, which cannot provide a constant temperature and humidity environment for the child, resulting in hypothermia for the child, so immediately replace it with another incubator to keep warm."

Event description:
It was report that "due to premature birth, the body temperature is not constant, so the incubator is used to ensure the temperature of the child. Constant, when the incubator is used, the water tank leaks, which cannot provide a constant temperature and humidity environment for the child, resulting in hypothermia for the child, so immediately replace it with another incubator to keep warm."

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.